Manufacturer narrative:
Device received with missing segment or partial display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify motor error alarm due to missing segment. Device had corrode the motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was dead and kept saying motor error while trying to change the reservoir. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and it was reported that she was unable to clear the alarm as well as unable to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.